Manufacturer narrative:
Device evaluation follow-up # 2 submitted 10/14/2016: the device was returned to animas and evaluated by product analysis on 09/21/2016 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Current black box shows no evidence of short battery life. Current draws measured within specifications; a battery life issue was not duplicated during investigation. Removed pump cover; no evidence of internal moisture or loose components identified inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.